Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose (bg) level was 16 mg/dl. Customer consumed carbohydrates to address their bg and an ambulance was called and transported the customer to the emergency room. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.